Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole: "clips were not closing completely and structure occlusion was not occurring. On (B)(6): lap chole was performed on pt for cholecystitis. Clips from ca500 were not closing completely. Dr pulled "a few" clips from pt abdomen that had not closed properly. Dr. Reports having previous challenges with this device. On (B)(6): pt presents with acute abdominal pain and is admitted to hospital. Pt undergoes second procedure to stop bile leak. Dr. Uses endo loop to "tie off" bile leak. On (B)(6): pt is discharged from hospital. Today's date is (B)(6) 2013." Type of intervention: second procedure was performed to re-scope and ligate bile leak. Used an endo loop to tie off bile leak. Post op notes from (B)(6) include acute abdominal pain, bile leak and possible spasm of ampulla of vater.